Manufacturer narrative:
Device received with constant a17 or a21 alarm, problem isolated to interface board. Unable to perform self-test, a21 error test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. The device will be returned for analysis.